Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The reload was being used for the second firing for the stapling of the stomach. The reload would not completely fire and stopped. The surgeon hit the gray button and drew back. Tried another reload and the result was the same, incomplete firing. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, switched to a different reload. There was no patient harm. The patient outcome is alive, no injury.